Event description:
Add'l info rec'd: empty. The staples cut but would not staple. No staple in the stapler. Contamination of the abdominal cavity. Antibiotherapy.kjd.

Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 instrument cut, but did not staple. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.